Event description:
The customer reported scope communication error (b30) and color bars in image during inspection for use involving an olympus video system center. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed although it was advised to reseat the cable and clean the gold pin contacts. The customer informed tac of the event. The device will not be returned to olympus for evaluation.